Event description:
It was reported that the patient was seen at the treating physician's office due to increased coughing and a burning sensation associated with stimulation at the lead electrode site in the neck. A system diagnostic test performed at the office visit revealed high lead impedance. There was no report of patient trauma or manipulation of the device. Subsequently, the patient had the problematic lead replaced and the generator was replaced due to compatibility with the new lead. During surgery, a lead discontinuity was observed at a non-specified location. Additionally, the surgeon observed that "scar tissue had compressed the nerve in one point, and there was some pre-constriction dilatation". X-rays were sent to MFR for review and two lead discontinuities were observed. The first discontinuity was observed following the negative lead electrode, prior to the lead bifurcation, and the second discontinuity was observed in the lead body, following the strain relief loop. The explanted lead and generator are expected to be returned to MFR for analysis.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. Review of x-rays by the MFR revealed a gross lead discontinuity. Conclusions - device failure occurred, but did not cause or contribute to a death or serious injury.